Event description:
The customer reported that while the iabp was in use on a patient, the iabp failed to power up and generated an "electrical code number 58" alarm (power-up vent test failed). The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative could not duplicate the device "electrical code number 58" (power-up vent test failed) alarm but three failure logs were observed in the fault log. The company representative replaced the drive manifold (part number: 0104-00-0018) and cable clamp 1.0x1.0 (part number: 0343-05-0003). The functional tests and safety checks were performed. The iabp functioned normally and was returned to the customer. (B)(4).